Manufacturer narrative:
Related patient identifier: (B)(6). The device is expected to be returned to olympus and the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an error code e111. The malfunction occurred frequently, and sometimes did not occur when tried to connect to the main body several times. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the issue was found during a laparoscopic cholecystectomy procedure at the start of the procedure, when connecting scope to video system. The procedure was completed using another same product. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is that physical impacts caused the damage in the videoscope. This event is caused by a component failure of internal board components related to the heater function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.